Event description:
It was reported a PICC catheter was inserted for infusion therapy on (B)(6) 2020 due to treatment needs, and fluid leakage from the catheter was found on (B)(6) 2021.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz2807 showed no other similar product complaint(s) from this lot number.